Manufacturer narrative:
Method - no samples were received for evaluation. The lot number reported does not match any stratafix items/lots in our database. Additional information was requested. No response was received to date. Results - no samples were returned to visually review the barbs or measure the barb depth to confirm that they meet current requirements. The lot code information disclosed does not match any lots in our database therefore a review of the device history records could not be reviewed. An item history report for the last year 2017-2018 for item sxmd2b411 was reviewed. There were no manufacturing issues noted and suture component lots and the finished good lots met current standards prior to release. Conclusion - without receiving the exact lot code that was utilized for the procedure or receiving samples from the lot to visually review or measure to confirm the barb depth, a definitive root cause cannot be determined at this time.

Event description:
The device was utilized for subcuticular skin closure. The type of procedure was not disclosed. Post-operative the suture broke and the incision was exposed. The surgeon noted that the barbs were not obvious on the device; not fully there. No details were provided regarding intervention. However, the report noted there was no patient consequence reported.

Manufacturer narrative:
A review of the device history records for the finished goods and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. There have been no lots released for distribution which failed to meet any of the product specifications or current acceptance criteria. No other complaints were received for this finished good lot. Sterile samples from the reported lot were received, visually reviewed and tested by our quality engineer. No visual defects were observed. The barbs on the devices were measured for placement and depth. All samples met the requirements for a pda/pcl material. Without reviewing the actual device utilized during the procedure and / or receiving details of the pre-operative preparation of the device, details of the procedure or the surgeon¿s technique a definitive root cause cannot be determined at this time. The precautions section of the IFU states, ¿the pda/pcl device contains bidirectionally oriented barbs to anchor tissues and does not require knots to approximate opposing edges of a wound. Tying knots on the barbed section of the material will damage the barbs and potentially reduce the suture tensile strength and barb effectiveness. For the bidirectional forces to be created and for the device to function properly, both sides of the pda/pcl device must be engaged in the tissue. Additionally, when completing placement, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the device in place. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not pull the pda/pcl device out of the package by the needles as this can cause the barbs to catch on one another. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs.¿

Manufacturer narrative:
Initially it was reported the broke post-op and the wound dehiscence however after receiving additional information from the customer it was disclosed the event occurred during the procedure. The device failed and pulled through the tissue; unraveled. Another the device was utilized to complete the procedure without further incident. Sterile samples from the reported lot were received, visually reviewed and tested by our quality engineer. No visual defects were observed. The barbs on the devices were measured for placement and depth. All samples met the requirements for a 2-0 monoderm¿ material. The report of unraveling is not clear. The device is a single strand of monoderm¿ suture material with barbs cut along the strand at specified locations. The term unravel is defined as the untangling of twisted, knitted or woven materials. Without reviewing the actual used device, photographs of the defect reported or receiving a detailed description of the problem reported, a definitive identification of the failure and/or a root cause cannot be determined at this time. If additional information is received at a later time and / or samples of the defective material becomes available, the samples will be reviewed and the results will be included in the file. A revised response will be forwarded to you at that time. The precautions section of the IFU states, ¿the monoderm¿ device contains bi-directionally oriented barbs to anchor tissues and does not require knots to approximate opposing edges of a wound. Tying knots on the barbed section of the material will damage the barbs and potentially reduce the suture tensile strength and barb effectiveness. For the bidirectional forces to be created and for the device to function properly, both sides of the monoderm¿ device must be engaged in the tissue. Additionally, when completing placement, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the device in place. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not pull the monoderm¿ device out of the package by the needles as this can cause the barbs to catch on one another. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs.¿